Manufacturer narrative:
Initial and final (B)(4) device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced two kinked cannulas, which led to high blood glucose level event on (B)(6) 2026 and (B)(6) 2026. The site of insertion was upper buttocks. Due to the event, patient experienced elevated blood glucose level and was treated with correction injection via multiple daily injections (mdi). The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.